Manufacturer narrative:
The lens was explanted on (B)(6) 2021. The lens was replaced with a longer lens but the problem was not resolved. Post-operative observation showed the development of cataract. The refractive result is stable. See MFR. Report # 2023826-2021-04028 for replacement lens. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # 721074.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.50 diopter, into the patients right eye (od) on (B)(6) 2021. The lens was reported as having low vaulting and there was contact with the iris, causing pigment dispersion. The patient had discomfort and desire to touch eye. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.